Event description:
Reporter alleged obtaining a result of 115 mg/dl from the customer with the aviva system while the customer was experiencing hypoglycemic symptoms. It is reported that the paramedics were called and obtained another result of 64 mg/dl on the same system compared to a result of 47 mg/dl on their meter. The reporter stated that the paramedics took the customer to the hospital, treated him with glucagon, and he was released within 3 hrs. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.